Event description:
This is a spontaneous report by a consumer from (B)(6) of a break in aseptic technique, did not wear a mask and area not clean before starting peritoneal dialysis and peritonitis in (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. On an unreported date, the patient was treated with vancomycin injection 2gm, stat, ip and fortum injection, 1gm, once daily ip. The root cause of the peritonitis was break in aseptic technique, did not wear a mask and area not clean before starting pd. On an unreported date, the patient was recovering from the peritonitis. Vancomycin and fortum treatments were continued. Dianeal pd2 ultrabag was continued. The reporter believed the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy. Causality for the event of break in aseptic technique, did not wear a mask and area not clean before starting pd was not reported.

Manufacturer narrative:
(B)(4). The root cause was determined to be use error, break in aseptic technique. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.